Event description:
Medtronic received information regarding a navigation system being used during a brain procedure. It was reported that the navigation application gave an error message that stated "application error...hit ok to restart." A reboot resolved the issue and it did not occur again. The procedure was delayed by less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Evaluation of the returned software export logs found that there was a coredump in startdigital3dfluoroservice. If information is provided in the future, a supplemental report will be issued.